Event description:
Synthes (B)(4) reported that during a procedure a matrix screwdriver shaft broke off while putting on the matrix locking caps. The location of the broken tip is unknown, but it was not seen in the patient. Surgery was completed with the same/like product. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.